Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer powered down shortly after being powered on. The user was advised on check if the issue relates to the battery by removing the battery and powering on. The user was also advised on how to order a replacement battery for the programmer. The programmer remains in use. There was no patient involvement reported.